Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose levels "for days"; specific dates were not provided. Cause of bg level was not known. A blood glucose level was not provided. On (B)(6) 2023, customer went to the emergency room and was subsequently admitted to the hospital "for high bg"; specific bg value was not provided. Cause of bg level was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.